Event description:
Clinical study. Same case as MFR# 6000093-2006-01764. It was reported that 201 days post index procedure, the pt experienced a target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion 1 was an ostial lesion in the proximal right coronary artery (rca). The physician predilated the lesion prior to placing a 2.5 x 12 mm taxus express2 stent. Target lesion 2 was a de novo lesion in the mid rca. The physician predilated the lesion prior to placing a 2.5 x 24 mm taxus express2 stent. The stents did not overlap. The pt rec'd angiomax and an unspecified gpiib/iiia inhibitor during the procedure. The pt was discharged one day later on aspirin and plavix. The pt underwent a cervical spine fusion procedure and experienced hypoxemia, heart block and hypotension post procedure. The pt was taken to the cath lab after being intubated, and in-stent restenosis was found in the proximal rca. The proximal rca was re-stented and dilated. After a "slow, steady recovery", the pt was discharged 12 days later. It was noted that the pt was not on aspirin and plavix at the time of the event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.